Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to exhibiting noise, high thresholds, and high out of range pacing impedance greater than 3000 ohms. The ra lead is suspected of having an insulation abrasions. The lead was given to the patient as a souvenir and will not be returned. A new lead was implanted. Besides surgical intervention, no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).